Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable pump system. The pump was used to deliver unknown baclofen. It was reported that, while the new pump was on the back table during a pump replacement on (B)(6) 2023, the hcp withdrew 16ml of preservative free normal saline from the pump with a lot of resistance. It was noted that they usually got back 17ml. They then put in 3ml of baclofen to rinse and they were only able to withdraw 2ml. They tried to apply negative pressure to get rid of any air in the pump. An experienced scrub technician also attempted to withdraw the remaining volume without the desired result. They also attempted to remove any air that could have potentially entered during the process, but still could not aspirate the remaining liquid. There were several repeated attempts to remove any air that could have mistakenly entered the pump during the process of removing the sterile water and performing the reservoir rinse. The pump was not implanted because the surgeon did not trust that they could withdraw the full quantity of sterile water and the remaining 1ml of baclofen after the attempted rinse. The surgeon did not want to dilute the concentration for a longstanding patient. Another pump was opened, cleared of 17.5ml of sterile water, rinsed with 3ml of baclofen without issue and was implanted. No patient symptoms or complications were reported. The patient's weight at the time of the event was asked but was unknown. Diagnostics or troubleshooting performed related the event were not applicable. The cause of the difficulty aspirating the fill port was not determined.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.